Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
The lead was repositioned due to perforation. It was noted that the patient felt a sudden twitch in the diaphragm area.